Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 40 mg/dl. Cause was not known. Customer consumed carbohydrates and dextrose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.